Event description:
A peritoneal dialysis (pd) patient reported that his cycler was alarming for a scale issue. While troubleshooting he discontinued treatment. When he opened the cassette door, he found fluid leaking around the cassette. During follow up, the patient reported that his effluent was clear. He had notified his pd nurse and no antibiotics were prescribed. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.